Manufacturer narrative:
Per diagnostic copy to disk data, there were no patient samples analyzed on reagent pack s/n (B)(4). Cea reagent pack s/n (B)(4) showed qc and one calibration with rlus (relative light units) much higher than the other reagent pack serial numbers. Reagent pack s/n (B)(4) was sent to customer product line support (cpls) for further testing. Cpls confirmed the customer's elevated rlus. Cpls is continuing to investigate the case of the elevated rlus. Service was not dispatched for this event as troubleshooting with hotline resolved the problem. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding carcinoembryonic antigen (cea) qc out of specifications and a failed cea calibration on unicel dxi 800 access immunoassay system. The customer recalibrated cea using a new reagent pack with passing results and qc was within the customer's established range. Patient samples were not analyzed on the reagent pack in question. There were no reports of patient injury or change to patient treatment in connection with this event.